Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a clogged nozzle by a foreign material of an unknown origin. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found a clogged nozzle by a foreign material of an unknown origin, foreign material exiting from the air/water nozzle. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the reportable malfunction: problems related to reprocessing. The reported issue was confirmed; however, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.